Event description:
One pt sample with initial valproic acid result of 2.91 mg/l. Same sample repeated twice gave results of 87.09 mg/l and 89.11 mg/l. Initial result was reported, pt not adversely affected. The field service representative was unable to determine a cause for the discrepancy.